Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not turn on. The reporter alleged there is no response if the power button is pressed or a test strip is inserted, and has tried new batteries within the last day and still no response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.